Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support during a call for subsequent drain issues with the liberty select cycler as well as manually from the pd catheter (not a fresenius product) that they also underwent prior hernia surgery. The patient also mentioned taking a stool softener for constipation (which is known to cause drain issues in pd). There were no reported allegations that the hernia surgery was related to fresenius products. In additional follow-up, the pd nurse manager stated the patient¿s umbilical hernia was pre-existing prior to the start of pd therapy on (B)(6) 2023. Per the nurse manager, the patient previously did not follow-up on their pre-existing hernia. The nurse manager confirmed that the hernia was not worsened by pd therapy. Additionally, it was confirmed that the patient did not have any overfill events or machine malfunctions associated with the hernia event. The nurse manager indicated that the pre-existing hernia was associated with the patient's job and was being managed through workman's compensation. On (B)(6) 2024, the patient underwent surgical repair of the hernia and then the patient¿s fill volume was reduced from 2100ml to 1100ml to let the hernia repair site heal. While the patient continued pd with the same cycler, the nurse confirmed the patient subsequently experienced drain complications after surgery. It was stated that the drain issues were not due to constipation but was due to complications from the hernia repair site near the pd catheter. The cycler was alarming appropriately due to the drain issues caused by the hernia surgical site. Subsequently, on 3/sep/2024, the patient was hospitalized due to complications from the hernia repair surgery; not due to fresenius products.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support during a call for subsequent drain issues with the liberty select cycler as well as manually from the pd catheter (not a fresenius product) that they also underwent prior hernia surgery. The patient also mentioned taking a stool softener for constipation (which is known to cause drain issues in pd). There were no reported allegations that the hernia surgery was related to fresenius products. In additional follow-up, the pd nurse manager stated the patient¿s umbilical hernia was pre-existing prior to the start of pd therapy on (B)(6) 2023. Per the nurse manager, the patient previously did not follow-up on their pre-existing hernia. The nurse manager confirmed that the hernia was not worsened by pd therapy. Additionally, it was confirmed that the patient did not have any overfill events or machine malfunctions associated with the hernia event. The nurse manager indicated that the pre-existing hernia was associated with the patient's job and was being managed through workman's compensation. On (B)(6) 2024, the patient underwent surgical repair of the hernia and then the patient¿s fill volume was reduced from 2100ml to 1100ml to let the hernia repair site heal. While the patient continued pd with the same cycler, the nurse confirmed the patient subsequently experienced drain complications after surgery. It was stated that the drain issues were not due to constipation but was due to complications from the hernia repair site near the pd catheter. The cycler was alarming appropriately due to the drain issues caused by the hernia surgical site. Subsequently, on (B)(6) 2024, the patient was hospitalized due to complications from the hernia repair surgery, not due to fresenius products.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.